Event description:
A report was received that the patient was unable to charge the ipg due to the pocket location. The patient underwent a procedure wherein the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg was replaced per physician¿s preference. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge the ipg due to the pocket location. The patient underwent a procedure wherein the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.